Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with unspecified intraperitoneal antibiotics for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy ongoing. No additional information is available.